Event description:
The manufacturer was notified by a customer of an event occurring after a bipap vision ventilatory support system began to constantly alarm for "pressure regulation." The patient was manually ventilated via bag/mask ventilation while a replacement device was being set up. There was no report of permanent harm or injury. The manufacturer requested the device for evaluation. The device has not been returned to the manufacturer to date.

Manufacturer narrative:
Device has not been returned to the manufacturer for evaluation yet.